Manufacturer narrative:
This report was previously submitted under the manufacturing site registration number 3006186389 (mfg report num: 3006186389-2025-00011), which is no longer valid. In alignment with FDA guidance on manufacturing site changes, all future submissions will reference the updated and currently valid manufacturing site registration number 9681121 (mfg report num: 9681121-2025-00141). Going forward, no further submissions will be made under registration number 3006186389 (mfg report num: 3006186389-2025-00011). MDR d3 field has been corrected.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional, the consumer, who had undergone a corneal transplant due to corneal burns, developed a corneal infection while continuing to use therapeutic soft contact lenses (scls). Upon seeking medical attention, the consumer was prescribed with antibiotic eye drops, an eye ointment and steroid eye drops. After that the consumer¿s vision got decreased and also corneal ulceration was observed. As a result, the therapeutic scls were discontinued. The diagnostic tests of corneal scraping and smear culture tests were performed which revealed the presence of alternaria sp. Following this diagnosis, the consumer began treatment with antifungal eye ointment, which led to a noticeable reduction in the corneal ulcer. However, the current status of the consumer's eye remains unknown at the time of this report. No additional information is available at the time of this report.

Manufacturer narrative:
Following the receipt of additional information, the MDR d1 field has been updated accordingly. The manufacturer internal reference number is: (B)(4).